Manufacturer narrative:
Manufacturer's investigation conclusion: specific causes for the reported driveline infection and elevated lactate dehydrogenase (ldh) levels cannot be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2021 at 11:27:08 to (B)(6) 2021 at 09:55:35, per the timestamp. The pump appeared to have been operating as intended. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists hemolysis and infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists neurological dysfunction and infection as potential late post-implant complications that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. The heartmate 3 left ventricular assist system patient handbook, rev. C, is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, to call their hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians, rev. C, contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers, rev. C, contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to worsening driveline infection. The patient's ldh had spiked overnight at 1000, before returning to baseline the next day to the 200s range. It was believed that the ldh spike may have been related to worsening infection or dehydration. Low flow advisories were also noted. It was additionally reported on 19oct2021 that the patient had a lactose fermenter and corynebacterium infection. The patient had copious purulent discharge and swelling/tenderness at the site. The patient was receiving intravenous antibiotics and was planned to be discharged on an intravenous antibiotics course.